Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left superficial femoral artery (sfa) utilizing a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right sfa. After pre-dilatation was performed with 2mm coyote balloon catheter, a 5.0x100,135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 4mm coyote balloon catheter. No patient complications were reported and the patient's status was good.